Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's spectra penile prosthesis was replaced due to the device not bending properly. No further patient complications reported in relation to this event.

Manufacturer narrative:
An analysis was performed and the results are as follows: the spectra cylinders were visually inspected and functionally tested. Both cylinders performed within specifications.